Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18nov2019.

Event description:
It was reported that the ventilator's display was not working. The ventilator was being used on a patient at the time of the reported event. However, there was no patient harm reported. The service engineer (se) inspected the device. The se removed the man-machine interface (mmi) to display cable and reconnected it to address the reported issue. The ventilator passed performance specification testing and was returned to use.